Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A code of e2404 was used to capture the event of pneumoperitoneum. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 21-aug-2024, the patient had abdominal complaints, a CT scan was done which showed everything was well, in terms of the abdomen. On 22-aug-2024, the patient's abdominal complaints had worsened and she had a swollen abdomen. A nurse made a home visit and observed that the patient was experiencing "abdominal pain" related to a "voluminous and typmanic abdomen." The nurse mobilized the peg which provided relief from the pain. The patient reported at this time that they had been experiencing constipation since 20-aug-2024. The patient, meanwhile, had been on bedrest since 21-aug-2024, due the diagnosis of an unrelated, previously undiagnosed, historical, asymptomatic femoral artery thrombus. The patient was started on domperidone and aero-om. There were no signs of inflammation or hemorrhage around the stoma site, nor any signs of respiratory difficulty. On 23-aug-2024, the gastroenterologist informed that the patient had gone to the emergency department due to dyspnea. The patient underwent a CT scan which revealed a pneumoperitoneum. The patient was visited by the nurse to monitor the drainage of the pneumoperitoneum. At this time, the patient was still experiencing abdominal pain, voluminous and tympanic abdomen, and constipation, though the dyspnea had resolved. Prior to going the emergency department, the patient had taken an unknown medication and a gas catheter was placed without content coming out. The patient remained hospitalized for monitoring of symptoms and was on a "food break." A cleansing enema was planned for the constipation and the patient was to remain hospitalized. Duodopa infusion resumed jejunally upon medical advice. On 27-aug-2024, the patient was visited at the hospital by the nurse. The patient had recovered from the events of pneumoperitoneum, abdominal pain, bulging and tympanized abdomen, and constipation. According to medical information, the bulging and tympanized abdomen was due to the pneumoperitoneum and constipation.

Event description:
Follow up report submitted to correct reporter country to portugal. No other changes or corrections made. On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient had abdominal complaints, a CT scan was done which showed everything was well, in terms of the abdomen. On (B)(6) 2024, the patient's abdominal complaints had worsened and she had a swollen abdomen. A nurse made a home visit and observed that the patient was experiencing "abdominal pain" related to a "voluminous and typmanic abdomen." The nurse mobilized the peg which provided relief from the pain. The patient reported at this time that they had been experiencing constipation since (B)(6) 2024. The patient, meanwhile, had been on bedrest since (B)(6) 2024, due the diagnosis of an unrelated, previously undiagnosed, historical, asymptomatic femoral artery thrombus. The patient was started on domperidone and aero-om. There were no signs of inflammation or hemorrhage around the stoma site, nor any signs of respiratory difficulty. On (B)(6) 2024, the gastroenterologist informed that the patient had gone to the emergency department due to dyspnea. The patient underwent a CT scan which revealed a pneumoperitoneum. The patient was visited by the nurse to monitor the drainage of the pneumoperitoneum. At this time, the patient was still experiencing abdominal pain, voluminous and tympanic abdomen, and constipation, though the dyspnea had resolved. Prior to going the emergency department, the patient had taken an unknown medication and a gas catheter was placed without content coming out. The patient remained hospitalized for monitoring of symptoms and was on a "food break." A cleansing enema was planned for the constipation and the patient was to remain hospitalized. Duodopa infusion resumed jejunally upon medical advice. On (B)(6) 2024, the patient was visited at the hospital by the nurse. The patient had recovered from the events of pneumoperitoneum, abdominal pain, bulging and tympanized abdomen, and constipation. According to medical information, the bulging and tympanized abdomen was due to the pneumoperitoneum and constipation.